Manufacturer narrative:
(B)(4). Device is unavailable for analysis.

Event description:
Per the clinic, the patient's abutment was removed (B)(6) 2011 (day not reported), due to trauma to the head; subsequently the fixture was removed in (B)(6) 2011 (day not reported). The device is not available for analysis.